Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and low amplitude. Additional information was received and indicated that this ra lead was found migrated in the lateral wall of right atrium that closely associated with lung tissue. Hemothorax with perforation in the pericardium was caused due to the mentioned migration, patient was then hospitalized due to symptoms of dyspnea, acute blood loss anemia, pleural effusion and hypotension. This lead was surgically repositioned, thoracentesis and chest tube replacement were performed which removed 700 cc of blood and eventually bleeding was resolved. Another additional information received from the field representative indicated that patient was hospitalized for eight days. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.